Manufacturer narrative:
Repairs have not been completed.

Event description:
The account's biomed stated the mattress will not inflate on the bed. He has replaced the air board and compressor but the problem remains. The biomed found the left coiled cable was cut exposing bare wiring.